Event description:
On (B)(6) 2012 the reporter contacted animas alleging that after swimming, the pump displayed a call service alarm and after the patient attempted to reboot, the pump would not advance past the verify screen. The pump is not responding to button presses. There are no rips/tears in the keypad. Patient reports to have changed the battery cap 3-4 months ago. Audio bolus button is intact and the caps (battery and cartridge) are secure. There is no reported adverse event or blood glucose excursion associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): testing was unable to adequately investigate reported nonresponsive keypad issue due to pump damage. Moisture observed in the display. A crack was observed in the case near the display lens (see attached photo). The pump failed to power on. Unable to perform all test steps due to inability to power the pump. A case leak was found during leak testing. The keypad was removed and no damage was found to the button contacts. The pump was opened and moisture was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.